Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic after receiving inappropriate therapy which resulted in hospitalization. Dislodgement of the right ventricular (rv) lead was discovered. The rv lead was capped and replaced. The patient was stable.